Event description:
The customer reported that the entry dose on image intensifier was too high. No patient injury was reported.

Manufacturer narrative:
This MDR is related to ge healthcare. The ge service rep corrected the dose. The system operates as intended.